Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a primary infusion of meropenum 1gm/100ml was programmed to infuse at 33.3ml/hour for 3 hours. Instead the infusion completed in half the time. The nurse double checked the infusion expecting to find the infusion with approximately 62mls left to infuse, but found the bag was empty. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a meropenem infusion emptying before expected was not confirmed. Physical inspection showed no anomalies. Review of the pcu event log showed that on (B)(6) 2018 at 3:11 pm the pump module was programmed to infuse meropenem at a rate of 33.3ml/hr with a vtbi of 100ml. At 3:13 pm, the device alarmed for air in line and the alarm was silenced. At 3:14 pm the device alarmed for flow stop open followed by a door open alarm and another flow stop open alarm. The log recorded the device was in flow stop open alarm for approximately 4 seconds. The infusion was restarted. At 4:21 pm, the device alarmed for door open, immediately followed by a check IV set alarm. The module was then channeled off, followed by the pcu shutting down. Functional testing and rate accuracy testing showed no anomalies. The root cause could not be identified.